Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer did not initially complete the necessary steps to remove air from the cartridge, but after receiving guidance from technical support on completing this step, they acknowledged and understood the process. At the time of reporting, the issue was no longer current as it had occurred earlier in the day, resulting in the customer temporarily switching to manual injections and planning to use new supplies upon returning home.